Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient on impella cp support and there was no impella flow. The impella was exchanged and there was no reported patient harm.

Manufacturer narrative:
The investigation of low pump flow has been completed. Data was not returned for review. Product was returned in damaged condition (catheter was cut off). Visual inspection found biomaterial inside the pump housing and wrapped around the impeller. No other issues were found on the rest of the pump. Low flow: the root cause of low flow was biomaterial ingestion. Thrombus: the root cause of the thrombus was unable to be determined due to insufficient clinical details. D9 device returned to manufacture date added.